Manufacturer narrative:
The device in question was returned to the manufacturer on february 28,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. D:10 concomitant medical products: involved products: article: tc200, serial: (B)(6), location of device: manufacturer, product returned on: february 28,2025. Article: tc302, serial: (B)(6), location of device: manufacturer, product returned on: february 28,2025. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "at the beginning of the laparoscopy, the 3d camera head (30 degrees) worked at first, but as soon as the abdominal cavity was reached and the surgery was about to actually begin, the image on all 3 monitors started to flicker with blue and black frames across the entire screen. Previously, the same tower had had the same problem and the central unit had been replaced by storz the previous day and the tower was supposed to be fine now. Tried first to clean the connector of the camera head and in this way got visibility for a while, until the picture started stuttering again. Next, it was changed to another camera head, and this started to work flawlessly and the surgery was done with honor. The optics also worked in the next surgery, so the fault was probably in the optics. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during technical inspection of the concerned tipcam 1 s 3d lap, 30° (articleno.: (B)(4), serialno.: (B)(6)) the error description provided by the customer could be confirmed and further defects were detected. Overall, the following defects were found: light output/illumination out of specification due to wear earth resistance between the distal end and the camera cable connection out of specification UDI code not readable handle is scratched the shaft is scratched. Bent or damaged cable connector based on the defects found during technical inspection, it is concluded that the most likely cause of the described error is improper use during reprocessing or by the user. The investigations did not reveal a root cause related to the labelling, the device or its history. The event is filed under internal karl storz complaint ID: (B)(4).